Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received high sensor scan results and experienced discomfort. The customer called ambulance and was transferred to hospital where a healthcare meter result of 38 mg/dl was obtained, compared to sensor result of 187 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was treated with glucose serum via IV for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received high sensor scan results and experienced discomfort. The customer called ambulance and was transferred to hospital where a healthcare meter result of 38 mg/dl was obtained, compared to sensor result of 187 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was treated with glucose serum via IV for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.